Event description:
A respiratory therapist was with a patient when the ventilator alarmed "low oxygen supply" (a high priority alarm) and then alarmed that it failed test and stopped operating. (No adverse outcome related to this occurrence to patient.) The therapist turned the ventilator off, and then on to reset it. The power-on-self-test (post) was run and no errors were detected. The ventilator was removed from service for more extensive testing to be performed by biomedical engineering. The therapist indicated that he/she had pulled this very same ventilator from service at least two weeks prior for the same type of failure. Biomedical engineering findings: during the routine/scheduled preventative maintenance check in early 2007, the technician replaced and calibrated the oxygen regulator pressure transducer. The ventilator passed the extended self-tests (est) and was placed back in service. During march, the ventilator became due for the 30,000 hour preventative maintenance and the 30,000 hour kit was installed. At this time, the oxygen regulator pressure transducer was replaced and calibrated. The ventilator passed performance tests and was placed back in service. The ventilator was later removed from service after the ventilator failed to operate (vent inop). (No reported adverse outcome to patient.) During testing, the technician could not duplicate the problem encountered. The record indicated diagnostic code 9160 (oxygen regulator pressure transducer reading too low). The technician calibrated the oxygen regulator pressure transducer and the performance of the ventilator was tested and verified. The ventilator was placed back in service. When the ventilator was returned to biomedical engineering after more recent failure, the technician ran an est and it failed. The diagnostic code along with the recent history indicated to the technician that the oxygen regulator pressure transducer was not functioning as specified and it was replaced, calibrated, passed the est and returned to service. To-date, there have not been any reported problems/failures reported with this ventilator.